Event description:
Distributor reported missing bellows of the piston in a pump. There was no reported impact to the customer's blood glucose level. A cartridge test confirmed normal operation, and the pump was replaced as it was on a list of malfunctions, while the original device was expected to be returned for further examination.